Event description:
As reported, the device gives an error 226 (clean the video connector) communication error message. The issue found during an unspecified procedure. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Tac (technical assistance center) support engineer communication with the customer determined that more than two contact pins are damaged during troubleshooting session. Customer was referred to loaner department for device loaner and repair. To date, the subject device has not yet been received for evaluation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the endoscope communication error likely occurred between otv-s200 and the scope. Since no product was returned and no detailed information was available, the cause of the phenomenon could not be identified. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "otv-s200 instruction manual 10.2 troubleshooting guide ·code:e226 ·error message:scope communication error ·possible cause:the communication between the endoscope and video system center has failed. ·solution:immediately turn the video system center off and disconnect the video connector. Clean the electrical contacts of the video connector and connect again.if the same problem occurs after turning the video system center on again, immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus." Olympus will continue to monitor the field performance of this device.